Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 09/12/2016- litigation papers received. In addition to what was previously reported, patient was revised to address pain.

Manufacturer narrative:
(B)(4).

Event description:
Update : 9/19/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes reported elevated metal ion levels, avulsed abductor tendons updated cup/head and added stem.

Event description:
Asr revision reported by sales rep, left reason for revision component loosening - cup asr revision osteolysis.